Manufacturer narrative:
The technician found the head down valve was leaking. The technician replaced the head down valve to repair the bed.

Event description:
Info received indicates the head of bed is drifting down.